Manufacturer narrative:
(B)(4). Concomitant medical product-: tibial component stemmed precoat use of this tibial component with legacy knee - constrained condylar knee (lcck) articulating surfaces requires using catalog#: 00598002701, lot#: 63468171; femoral component option for cemented use only size d right, catalog#: 00576401452, lot#: 62901963; articular surface use with lps/lps-flex 51 or 52 suffix femorals size cd 10 mm height, catalog#: 00596202210, lot#: 63506588. Reported event was unable to be confirmed due to limited information received from the customer. Pictures of a metal piece found in the surgical field was provided and examination of the pictures determines that it is a metal strip. However, it cannot be confirmed that metal strip came off from the zimmer implants or the instrument. The metal piece was not returned. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. The metal fragment could come from either the tibial tray or the articular surface inserter. However, a definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2017-00284.

Event description:
It is reported that the device fractured after implantation during a knee arthroplasty procedure. The fragment was found in the surgical field and all pieces were successfully removed. No adverse events were reported for the result of this malfunction.